Event description:
The facility reported that during a transfer, the pt suffered a dizzy spell. The pt fell and sustained bruising. No treatment details are known. (B)(4).

Manufacturer narrative:
The device was inspected by an arjohuntleigh investigator. It was reported to the investigator that the pt was not able to support his own weight, event with the support of the lift. It was also reported that the pt had a pathology causing brittle bone disease. Based on the info provided, the MFR has concluded the cause of this event is that the pt was unsuited for transfer with the sara 3000 device. The MFR recommends retraining of the operators of the device to the requirements of the operating and product care instructions.